Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 32 mg/dl. The customer treated with soda and a banana. The customer's blood glucose dropped to 20 mg/dl and the ambulance came and treated with glucagon. The customer reported the infusion set cannula to appear bent. The customer reported that she changed her site every time. The customer declined to troubleshoot. The product was not returned for analysis.